Event description:
It was reported that the rotalink got stuck on the rotawire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending proximal artery. A 1.50mm rotalink plus and 330cm gw (5pk) flop rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, inside the patient's body, it was noted that the rotalink could be pushed, however, it could not be pulled. It was stuck on the rotawire. The devices were removed together from the patient's body. No patient complications were reported.

Manufacturer narrative:
Initial reported address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The advancer unit and burr catheter were received together along with the returned rotawire in the device. The rotawire was removed from the rotablator device with little resistance due to the kink in the wire. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotalink got stuck on the rotawire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending proximal artery. A 1.50mm rotalink plus and 330cm gw (5pk) flop rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. During the procedure, inside the patient's body, it was noted that the rotalink could be pushed, however, it could not be pulled. It was stuck on the rotawire. The devices were removed together from the patient's body. No patient complications were reported.